Manufacturer narrative:
Patient identifier: (B)(4).

Event description:
It was reported that stent damage occurred. The 26mm x 2.5mm target lesion was located in the moderately calcified left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device couldn't deliver due to calcification and the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A1 patient identifier:(B)(6) b5: describe event or problem- updated.

Event description:
It was reported that stent damage occurred. The 26mm x 2.5mm target lesion was located in the moderately calcified left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device couldn't deliver due to calcification and the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous and mildly calcified vessel. It was noted that the proximal part of the the stent strut was deformed.

Manufacturer narrative:
A1 patient identifier: mrn 464010 b5: describe event or problem- updated. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was 0.0380 inch, this is within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube found a corewire kink at exchange port. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink at exchange port. The device could be loaded on a 0.014 inch test guidewire without issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 26mm x 2.5mm target lesion was located in the moderately calcified left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device couldn't deliver due to calcification and the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous and mildly calcified vessel. It was noted that the proximal part of the the stent strut was deformed.